Event description:
During a routine shift check by a clinician, the device displayed "poor pad contact" and "check pads" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow-up report when our investigation is completed.